Event description:
Emergent incision and drainage of posterior neck due to cerebrospinal fluid leakage from initial graft placement (B)(6) 2023. Surgical intervention on (B)(6) 2023 the original graft, placed (B)(6) 2023, appeared to be thinned out, with leakage in the middle or the interior portion of the graft. The graft had dissolved in the middle. During this same surgical procedure ((B)(6) 2023) a 2nd graft was placed (lot nza19460204, exp 2/29/2028), this graft weakened in the middle under direct visualizable of the surgeon. Graft was removed with new graft applied (lot nza22040112, exp 2/29/2020), this graft also dissolved under direct visualizable and explanted. This was replaced with durs2291 lot 7267589. Patient then left the or. Final bring back on (B)(6) 2023 - this graft durs2291 lot 7257589 deteriorated a few millimeters around the suture line ln 2 spots. The holes around the sutures had enlarged. This graft was removed and replaced with a new product, different brand. Reference reports: mw5146289, mw5146290, mw5146292.